Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that ports had not been placed when the issue was identified. The patient tolerated the change to laparoscopic surgery without injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report error 23118 presented on universal surgical manipulator (usm) 4 during system setup for the procedure. The customer advised that the issue had cleared following a system restart prior to contacting technical support. The technical support engineer (tse) reviewed the error logs and identified errors 23118, 23094, and 23069, all pointing to an issue with the usm 4, axis 1 encoder. The tse also noted that the same issue had occurred on the same axis on (B)(6)-2026. The tse advised the customer that usm 4 would need to be replaced and inquired whether the procedure would proceed. The customer advised that they would proceed with the procedure, however, later called back and informed that the issue had reoccurred prior to starting. As a result, the customer elected to perform the procedure laparoscopically. The procedure was converted to laparoscopic surgery.